Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic cholecystectomy using specimen pouch, the incision was extended due to a product problem. The incision was extended more than 1 inch (2.54 centimeters) as the surgeon could not remove the specimen pouch with the specimen through the port site. Despite the extension, there was still too much tension and pressure, leading to the bag tearing and the specimen falling into the patient. The surgeon manually retrieved the specimen and bag.